Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports receiving a shock during church and the patient felt stimulation jolt up. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the shock/stimulation jolt was not determined, and that it has happened twice. To resolve the shock/stimulation jolt, the patient turned it off when it happened in church. The shock/stimulation jolt has not been resolved. Additional information received on 2017-07-19 from a consumer regarding the patient reported that she had a "jolt" that morning and turned therapy off. This is her fourth jolt that she has had since having the implant, and is in a lot of pain. The patient was not sure if there was a malfunctioning to the implant. The patient noted that something is wrong with the device. It was reviewed with the patient that she should keep her patient programmer close to her in case she needs to use it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were still experiencing jolts from their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the night prior was the patient's fifth time getting a sharp jolt. Their device was adjusted and it worked for a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.